Manufacturer narrative:
The insulin pump passed the displacement test. The device was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform the unexpected error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self-test. Pump and off no power test. The motor was tested outside of the device and passed. Unable to verify alarm in the alarm history due to history file overwritten with alarms. The device alarmed due to a corrupted history file. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a motor error and that their health care professional advised that the insulin pump should be replaced. The customer was on a backup plan. The alarm had occurred during normal use. The customer's blood glucose level during the incident was 177 mg/dl. The drive support cap appeared normal. The customer was not exposed to a high magnetic field. The customer was advised that the device would be replaced and agreed to return the product for analysis.